Event description:
It was reported that the patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the patient returned to the hospital emergency room with severe back pain. It was noted that two screws were broken. A revision surgery was performed and the two broken screws were removed. It was stated that the patient fell four times since and has more back pain. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that no pre-existing defect was found at the level of the breakage. The breakage is consistent with a fatigue damaging of the metal due to repeated flexural loading of the bone screws. The repetitive falls of the patient as described in the event may contribute to accelerate the breakage of the mas. No deviation or no non-conformance to specifications has been recorded for the lot number.